Manufacturer narrative:
Concomitant products: product ID: a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was degenerative disc disease/herniated disc pain and non-malignant pain. The hcp was calling to determine what service code 337 meant on the clinician programmer. It was reviewed that it was a shutdown option that populated typically once a patient¿s pump had reached eos (end of service). Based on the patient¿s pump implant date the pump had reached normal eos. Per the hcp, their clinic had not figured out all of the details yet but were scheduling a replacement as soon as possible.